Event description:
During the first pass into a routine loop graft, the ptd "flipped back onto itself" and could not be withdrawn. The proximal end of the ptd was intentionally cut off from the rotator and a guiding catheter was passed over the ptd and into the graft. Then the ptd could be withdrawn. At this point it was determined that the fragmentation basket had separated. A snare was used to retrieve the basket from the graft. There were no pt complications.